Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. Shaft bend/kink and shaft separation were confirmed. Difficulty/resistance removing the device from the dispenser coil could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: discontinue the use of the device when a bend/kink is found on the hypotube at any time during the use. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during unpacking and prior to use in the anatomy, the 3.0 x 12 mm xience prime stent delivery system (sds) was attempted to be removed, however, it met resistance and caught on the package. The shaft was kinked. It was noted that excess force was not used during removal, but the shaft was easily bent. Additionally, the physician attempted to straighten the shaft and the device shaft separated. There was no patient involvement. The device was not used. A non-abbott sds was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.